Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump before contacting support. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.